Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos) seen as a ventricular fibrillation (vf) episode. The twos was causing false high rate ventricular tachycardia non-sustained episodes. The lead remains in use. No further patient complications have been reported as a result of this event.